Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: the black box begins on 2017-09-12. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Pump was exercised for 24 hours with no errors, warnings or alarms. Boluses performed with no issues. Investigation revealed the pump was performing as intended without any damage, defect or malfunction. =